Event description:
Iridex became aware of a complaint reporting a patient experienced an unexpected retinal reaction and hemorrhage during treatment with a iq577 laser console in combination with a txcell delivery device. The complaint involves an allegation of a power anomaly during treatment. The treatment was performed with a power and duration settings that are within specifications as per the IFU. The doctor aborted the procedure after this observation. A root cause for this issue could not be established. The devices have not been returned to iridex for evaluation. Iridex has not received a reply to requests for additional information regarding this event. It is unknown if the patient suffered any lasting harm. A review of lot history records based on the serial numbers reported were completed and no issues were noted. The iridex biomedical engineer completed a literature review with support from clinical affairs and no similar issues were identified. A 5-year review of complaint history was completed, and 1 similar incident was identified; that issue involved use of a system beyond its expected life. Based on this information, this issue does not appear to be a part of an increasing trend.